Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump experienced malfunction alarm with displayed malfunction code that was resettable, and caller stated no notable events occurred prior to issue. There was no adverse impact to the customer's blood glucose level. Customer worked with technical support to reset pump using provided instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction returned, and caller acknowledged and understood guidance.